Event description:
It was reported to olympus that an inner sheath had a broken ceramic tip. It is unknown when the reported event occurred. There was no injury or health damage due to the reported event.

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. The following defects have been identified during the estimation: the spring of the tension ring is broken. The shaft base shows a crack. Based on the present damage pattern, it is likely that the insulation tip's fracture was caused by thermal and mechanical induced impact. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The IFU states: warning, risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. In case of unknown location of the fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removing if necessary. Olympus will continue to monitor the field performance of this device.